Event description:
It was reported that during a lap cholecystectomy, one device stopped working in the middle of the case. A second device was opened and the shear broke in half. The piece fell into the patient and was retrieved with a grasper. It is unknown how a third device malfunctioned. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4): other # = d9e65j (batch # for device c) and d9dz2l (batch # for device b); exp date = 08/2012 (device c) and 06/2012 (device b). MFR date: 9/2007 (device c) and 07/2007 (device b). Evaluation summary: the analysis results found that device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The analysis results confirmed that the device c was returned with the distal tip of the blade broken off and missing. The remaining blade portion had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Device b was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. No issues with the blade were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.